Event description:
On 01/31/2000, the MFR received medwatch report# 50-c0002249-1999-0000 (see attached) from the facility that states the following: pt had device placement 09/02/1999, for treatment of metastatic cancer of the colon. Device functioned until recently when the pt began to notice pain when the device was utilized. A device injection study done by the radiologist showed impingement of the indwelling left device catheter as it went between the clavicle and first rib on the left side. There appeared to be a small bent in the tubing with a small amount of leakage. No further details were provided. On 02/23/2000, the MFR's product complaints mgr contacted the facility's nurse to obtain additional info regarding return of the device to the MFR for analysis. The facility's nurse stated, to date risk mgmt has not made a decision as to whether or not the device will be returned to the MFR for analysis. No further details are available at this time.